Manufacturer narrative:
Device wasted.

Event description:
On (B)(6) 2021, a perceval pvs 21mm was implanted, the surgeon had to repair the aortic annulus in a double vessel case (mitral and aortic). When the patient was coming off pump, a perivalvular leak was noted and the patient was put back on pump. As there was previous repair to the valve the surgeon decided to explant the perceval valve and implant a suture edwards magna valve. The cross-clamp time was greater than 20 minutes and the patient did well in recovery.

Event description:
The manufacturer received information on this event through the patient tracking department. On (B)(6) 2021, a perceval pvs 21mm was implanted. The surgeon had to repair the aortic annulus in a double valve case (mitral and aortic). When the patient was coming off pump, a significant perivalvular leak was noted around the valve and the patient was put back on pump to remove the perceval valve. Given the presence of the repair to the annulus, the surgeon decided to explant the perceval valve and implant a sutured valve (edwards magna valve). The cross-clamp time was greater than 20 minutes and the patient did well in recovery.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Given that the valve was discarded, no further investigation is possible at this time. Based on the available information, it is not possible to draw a definitive conclusion to the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Since it is reported that an annulus repair was performed, it is possible that the perivalvular leak resulted from an incorrect seating of the perceval valve. Ultimately, given that the valve was discarded and no inspection is possible, the root cause cannot be established at this time. Should any further information be received in the future, the manufacturer will provide an update to this reporting activity.